Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-sep-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, the technical support specialist (tss) confirmed that third follow-up email sent; no customer response, case closed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es patient was not showing on the station. However, there were no delays or adverse events or injuries reported based on this event.